Event description:
No blood glucose levels reported. The customer was hospitalized due to high blood glucose levels and diabetes ketoacidosis on (B)(6) 2014. A member of the staff of the hospital reported that the customer did not have any supplies for the insulin pump and was apparently told in (B)(6) 2014 to order through a distributor. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.